Event description:
During a percutaneous transluminal angioplasty of the popliteal artery a balloon rupture transpired. There was no vessel tortuosity or calcification in situ. Lesion was previously dilated with other balloon (savvy) however results were unsatisfactory. A second balloon was taken to the lesion and using an indeflator, the balloon, was inflated to 14 atmospheres when it ruptured. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. There was no adverse consequence to the patient.